Manufacturer narrative:
It was reported that stent has been in place, but it couldn't deploy since there was lots resistance until the handles broke. As a result of analysis of returned device, outer sheath was detached and stent was returned in state of fully deployed. The curve was observed on stent loaded part of outer/inner sheath. It is hard to confirm the manufacturing history of the product because the serial number was not informed to us. It can be hard to deploy due to pressure generated depending on patient's lesion. It can cause deployment failure if deployment was tried by force in this situation since outer sheath can be stretched and detached. However, it is hard to identify the exact root cause because it is hard to reconstruct the situation at the time of procedure. Unlike the description, the stent was returned in state of fully deployed, so it is hard to identify the exact cause. However, based on the detached outer sheath, and the curve on the sheath, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure/curved sheath, in which was concentrated the force, and the strong resistance occurred and the outer sheath was detached in the end, resulted in deployment failure. In addition, based on the non-mentioned description, and the returned stent in state of fully deployed, it is assumed that the deploy test was tried outside of patients after removing the delivery system, resulted in success. This complaint is assumed that it was malfunction for device due to pressure of patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
The stent has been in place, but it couldn't deploy since there was lots resistance until the handles broke.